Manufacturer narrative:
Updated blocks: d10, h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the centrifugal controller unit and centrifugal drive motor to function as intended. It was noted that the flow meter, flow sensor and netcon cables utilized were not sent in for evaluation.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported issue. The unit operated to the manufacturer's specifications. The subject matter expert (sme) did some additional testing to ensure we were not missing anything. Visually he did observe there to be evidence of tampering of the internal connectors as they did not appear to be fully seated. He ran the centrifugal control unit and drive motor as it was intended and there were no failures noted. The setup was then ran for an additional 10 minutes while agitating the connections and wiring harness trying to duplicate the error but was unsuccessful. The sme was able to duplicate the overspeed error but only by loosening the connection between the pump motor and the centrifugal control unit, creating an intermittent connection. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on 16-apr-2019 starting at 12:32:31 pm, the centrifugal started reporting many "speed sensor error" events, each time stopping the pump. The pump also reported "motor fault" events. Even after the pump was reset the errors continued. The log confirmed the complaint.

Event description:
Per clinical review: the team set up and primed their heart lung machine (hlm) without issue for a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019. During the procedure the team received an over-speed message, a motor malfunction error, a backflow alarm, and lastly a stoppage of the centrifugal pump. The team performed some troubleshooting by checking the connections from the drive motor and the centrifugal control module and all connections were appropriate and fully engaged. It was noticed that the motor was not rotating when the user was trying to generate revolutions per minute (rpm) and forward flow. The pumps drive motor was exchanged to use the emergency bypass system - stand alone, along with the disposable pump to the sp45. While exchanging the system, the team had to handcrank the system for approximately two minutes. The blood loss was due to exchanging the disposable pump. Blood loss approximately 48 milliliters (ml), plus tubing around disposable, therefore approximately an additional 20 ml. There was no harm to the patient during the procedure, the procedure was completely successfully and the patient has made a full recovery.

Manufacturer narrative:
Per the manufacturer's subsidiary, there were overspeed, pump error, and backflow alarms. The display is working, but the motor is not rotating. There was no broken clip or latch observed. The motor cable connector at the back of the controller was determined as fully engaged.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump displayed an overspeed error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.